Event description:
It was reported by the sales rep that the doctor was performing an ilc. It was reported the doctor powered on the laser, inserted a fiber, and received a high laser current error. The doctor cycled the power and received the same error. The doctor decided to use another hospital's laser to continue the case. The doctor used 4 fibers, received fiber mem crc errors. The doctor decided to abort the case. The doctor will be rescheduling the patient for thursday. No patient consequence occurred.

Manufacturer narrative:
Add'l serial no: 180. Eval summary: there were two fibers received. The fibers were received in good visual condition. It was noted that a w010b fiber write failure error was written to the handle. Upon analysis of the fibers, a w0117 fiber memory crc error code was displayed. A w0117 error can occur when the dynamic data is lost from the smart pcb in the handle. A corrective action plan has been initiated to address this type of complaint.

Event description:
It was reported by the sales rep that the doctor was performing an ilc. It was reported the doctor powered on the laser, inserted a fiber, and received a high laser current error. The doctor cycled the power and received the same error. The doctor decided to use another hospital's laser to continue the case. The doctor used 4 fibers, received fiber mem crc errors. The doctor decided to abort the case. The doctor will be rescheduling the patient for thursday. No patient consequence occurred.